Manufacturer narrative:
The li-ion battery in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During device check, the autopulse li-ion battery (sn (B)(4) did not power on multiple autopulse platforms. The battery's status leds were showing 4 solid green lights, indicating that the battery was fully charged. The customer observed the battery was not operating after the crew tested the battery by leaving it in the sun, above 85 degrees. However, once cooled off, the battery functioned as intended. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.